Event description:
Name of procedure: ni event description: ai translated: I would like to report a problem with the equipment referenced in ca500. Surgeons encountered a problem when using it during procedures on (B)(6). The incident was as follows: the clips did not come out, and when they did eventually come out, they did not come out evenly, making it impossible to use the equipment because it became impossible to cut. The batches concerned are as follows: two applier clips from batch 1556185 and one applier clip from batch 1554439. I have quarantined the devices concerned: please let me know how to return them. Additional information received from ansm via email on 08dec25: ai translated: information concerning the processing of the medical device vigilance report no. (B)(4). Current condition of the patient: no consequences for the patient. Actions taken in the healthcare facility to treat the patient: use of another functional applicator. The event date is unknown. Intervention: ni patient status: no patient injury reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.